Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller stated the device never worked for the patient. They said they were having another dbs surgery with a different doctor. The caller stated their stimulation was not on and they had to go through some testing. They said the hospital told them they needed a rep present for the MRI. Additional information was received stating the patient was stating they were having their dbs redone. Their dbs didn¿t work for them because their doctor put it in the wrong place, and it was not turned on and hadn¿t been turned on for months and months and months. The patient was going to call their doctor, and the rep would contact the patient. There were no further complications reported.